Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and stated that the remote home monitor had a red light. Patient services advised the patient to contact their clinic as there may be an issue with the device and the remote monitor was not able to deliver the alert to the clinic. The field representative was unable to obtain any further information from the clinic. At this time the device remains in service and no adverse patient effects were reported.